Event description:
It was reported that the external pulse generator (epg) atrial side plastic retainer clip broke off, causing the patient connector to come loose. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) atrial side plastic retainer clip broke off, causing the patient connector to come loose. At analysis it was determined that the epg liquid crystal display (lcd) failed testing and had a backlight issue. It was noted that the main capacitor was damaged on the main printed circuit board (pcb), keypad lock button was collapsing but functions, both connectors and the hanger were broken. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.